Event description:
It was reported the insulin pump kept alarming no delivery. Customer's blood glucose was 117 mg/dl. Fixed prime was performed and insulin did exit. Cannula was not bent nor occluded. Customer's daughter was advised to do a complete set change. Customer's daughter stated she would use the current reservoir and was advised against it. Fill cannula setting was incorrect. Customer's daughter stated she will ask customer's doctor if the setting should be changed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.